Manufacturer narrative:
This report is submitted on (B)(6) 2017.

Event description:
Per the clinic, the patient experienced intermittencies with the internal device. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2017, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed on september 20, 2018. (B)(4).